Event description:
No additional even informatin to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not performed. This complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The likely conditions of the device when it left zimmer biomet, or the root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the surgeon noticed debris on the implant. The debris was removed and the implant was used to complete the procedure. Attempts have been made and no further information is available.